Manufacturer narrative:
The 29mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: valve not centered on flex tip, inflation balloon material bunching distally from the valve, curvature on distal end, non-coaxial alignment of the valve on the balloon and gouges were present on flex tip. Functional testing was performed and valve alignment with resistance was observed when aligning the thv onto the inflation balloon due to balloon material bunching. The valve was deployed, and no leakage was observed from the delivery system. Force measurements and balloon inflation/deflation were found to be within specification. Dimensional testing was unable to be performed due to the nature of the complaint. During manufacturing all inspections are conducted on 100% of units. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Device history review and lot history was reviewed related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The commander delivery system IFU, device preparation manual, and device procedural manual were reviewed for guidance. The device procedural manual provides guidance on valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment and fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional consideration are compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only) and if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve alignment difficulty was confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, manufacturing mitigation, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'during valve alignment, the valve hooked up on the balloon, and it was impossible to perform it to the final position between the radiopaque markers'. Product evaluation revealed the valve not completely centered on flex tip with inflation balloon material bunching distally from valve. Curvature on distal end observed. Additionally, a non-coaxial alignment with valve and inflation balloon was observed. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip, as evidenced by gouges on flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. In this case, available information suggests that patient (tortuosity) and/or procedural factors (high alignment forces) may have contributed to the reported event. However, without applicable patient/procedural imagery, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time. The complaint for 'general risks - failure - balloon incorrect shape' was confirmed. A potential manufacturing defect (twisted crimp balloon) may have contributed to the incorrect balloon shape. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. Additionally, a pra was also initiated and addresses the product risks related to this issue. No labeling/training/IFU deficiencies were identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per preliminary engineering results, there was a twist on the crimp balloon, which rotates the inflation balloon about 30 degrees. As reported by our swedish affiliate, during implant of a 29mm sapien 3 valve in the aortic position, valve alignment was unable to be performed. The device was removed, and a new delivery system was used. Another 29mm sapien 3 was implanted. There was no report of patient complications.